Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 23cm from the terminal end. Analysis revealed that the lead body had insulation damage on opposing sides of the lead, and the coils underneath were compressed, stretched, and fractured approximately 17cm from the terminal pin. This type of damage is consistent with using a grasping tool during the explant procedure. No further lead or conductor damage was observed.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) change out procedure, once the device was removed from the pocket the header became detached from the device. The right atrial (ra) lead was connected to the new device, however there were observations of damage and high out of range pacing impedances greater than 3000 ohms. The right ventricular (rv) lead also had observations of damage to the coil distal from yoke, and high out of range shock lead impedances greater than 125 ohms. It was noted that the device plasma blade might have nicked the leads, however they were not sure. The patient was dependent, and during the procedure there were times where pauses in pacing were greater than 2 seconds, however there were no adverse patient effects as a result. The ra lead was surgically capped, and the rv lead and device were explanted. A new ICD system was implanted.